Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
It was reported the patient received their external neurostimulator (ens) (B)(6) 2015. The stimulation was supposed to cover the patient¿s lower back and legs. The patient was feeling the pounding on his right knee greater than lower back. The stimulation was in the wrong location. The cause of the event was not determined and no troubleshooting was performed. Reprogramming was performed as an intervention. If additional information becomes available regarding the patient¿s outcome, a follow-up report will be submitted.